Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was battery failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Replacement of the battery was recommended. The investigation is ongoing.

Manufacturer narrative:
H10: it was reported that there was battery failure. It was determined that a replacement of the battery should be performed. Multiple attempts have been made on 30dec2024, 06jan2025, and 13jan2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available. H11: d4 - product UDI #.